Event description:
This ra lead was implanted on (B)(6) 1985. A call to technical services on 11 /16/11 states that durinq chanqeout they noticed that the lead has some problems. No . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).